Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq0597 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient separated the connecting part 7812400 from the catheter involved when taking off clothes in hospital two months after catheterization. Only the connecting part of the connector was distached